Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the buttons were worn and were less responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/09/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/01/2014 with the following findings: the keypad was worn, but there was no evidence of peeling or tearing. The ok, up arrow, and contrast buttons had an intermittent response. Contamination was found under all of the button contacts when the keypad was removed. Unrelated to the original complaint, the battery compartment was cracked. Also unrelated, the pump is booted on with a dim and discolored display.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.